Manufacturer narrative:
Exemption number e2019001. Product performance engineering reviewed the incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot. The reported gripper actuation issue could not be replicated in a testing environment due to the returned condition of the clip delivery system (cds) without the suture knots attached to the gripper arms. A review of the lot history record identified no exception issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported for gripper actuation issue from this lot. Based on the information reviewed and the returned device analysis, the reported gripper actuation issue appears to be due the cascading effect of observed detached suture knots from the gripper arms which is a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve; however, the gripper arms could not be raised. Troubleshooting was performed, but failed. Therefore, the cds was removed with the clip attached and a new cds was used. Three clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.